Event description:
It was reported that, versajet ii console device plugged in & would not work for the patient. Alarm f2. The procedure was completed with the surgeon had to debride the wound manually. No significant delay was reported. No other complications where reported.

Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of f2 errors could not be reproduced. Unit passed functional testing and perform as expected. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. Complaint history review found other related events. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. Factors that are known to contribute to the alleged fault/failure may be an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.